Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. No interventions or changes were reported and the no patient consequences were reported.